Manufacturer narrative:
Reported event: an event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported the patient's hip was revised due to pain. Intra-operatively, pseudo-tumor was noted around the bone. The trident liner is a poly device and deemed not related to the reported pseudo-tumor. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 36 + 2.5mm ceramic v40 head lot unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right hip was revised due to patient complaint of hip pain. A 36 + 2.5 mm ceramic v40 head and 36e 0° eccentric liner were revised to a 28 + 5mm biolox delta c-taper head with adapter sleeve, adm/mdm insert and mdm liner. Spoke to rep: intra-operatively, pseudo-tumor was noted around the bone. Implants were reported as stable. Rep confirmed that no further information would be released by the hospital or surgeon.